Manufacturer narrative:
Continuation of d10: product ID tm91scs serial# (B)(6) product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient(pt) regarding an external device. The reason for call was caller reported that the communicator will not sync to the handset and will not accept a charge anymore since wednesday. When they try to connect, the connection in progress bar only goes to 60 and sees "place communicator against back". Caller stated that they have been trying to charge communicator for days and it will only flash green and blue for a short amount of time and then stop. Caller mentioned that they just had a colonoscopy and endoscopy which was the first time they "turned it off" - agent asked; pt stated they do not remember turning therapy off. Caller stated they tried to turn back on after the procedures but communicator won't turn back on. Agent walked caller through resetting the handset. Agent had pt reset communicator but the communicator did not display any flashing lights. Communicator battery indicator light was flashing green when plugged into the power supply, but then it stopped flashing. When power button was pushed 1 time, no light was displayed. Pt mentioned that the cord that charges the communicator successfully charged "other things". Agent recommend to call back if assistance is needed after receiving replacement communicator. Pt added they have not seen their pain management doctor in a while. The issue was not resolved. An email was sent to the repair department to replace the communicator. Additional information received from patient. Pt received the communicator and called for help pairing. Pt charged it. Walked pt thr ough removing the old link and linking the new communicator. It then showed a message that the implant was depleted, 'therapy not available'. Reviewed the meaning of the message, redirected to hcp. Pt was upset stating this implant costed them $ 70,000 and they were told the implant battery would last for 5 years. Pt was driving to fl to a funeral at the time of the call.